Manufacturer narrative:
E: (B)(6) hospital phone : (B)(6)

Event description:
Philips received a message from (B)(6) hospital stating that a malfunction was discovered while the device was in use on (B)(6) , 2026. The department immediately reported the issue to the equipment department, who dispatched maintenance personnel to perform an inspection--it was found that the ventilator support was broken, affecting usage. Final investigation and disposition are pending.